Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set) identified during a review of the device alarm logs of a returned homechoice (hc) device. The reported condition was not confirmed. There was no allegation reported against the baxter product by the customer. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. A batch review was not performed because lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During an initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air has entered the cassette). This alarm was identified during a review of the device alarm logs; there was no report for this alarm called in by the customer.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.